Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood was observed. A visual inspection was conducted. No visual defects were observed. There was no damage to either the jaws or the heater wire. Based on the condition of the device as found, the reported complaint was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone coating was compromised before package was opened. The harvester made the clinical decision not to use the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone coating was compromised before package was opened. The harvester made the clinical decision not to use the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.